Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to instability.

Manufacturer narrative:
See d4, h4, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2024-01669; pip-30, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.